Manufacturer narrative:
The investigation included review of product historical data, product labeling, and consultation with on market engineer. Review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or abnormal complaint activity. The tubing that detached is the tubing that is delivering sample measured from hgb flow cell to waste chamber 3. When the field service engineer replaced the 2cm length of silicone tubing, the system was in a working state where the actions done to resolve the original issue (clogged impedance aperture plate) were verified to be effective. Return testing was not completed as returns were not available. The cell-dyn sapphire operator's manual advises operators to wear appropriate personal protective equipment and follow biosafety practices. Based on the investigation, no product deficiency was identified for the cell-dyn sapphire analyzer, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional information about the employee was provided.

Event description:
The customer was performing troubleshooting on the cell-dyn sapphire when the waste chamber 3 hose came loose and sprayed a few drops of liquid onto her forehead. The female employee was wearing glasses and a mask. The employee washed her forehead. There was no adverse impact to the employee or additional medical treatment reported.